Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported), resulting in a decision to explant the device. The device was explanted (date not reported). There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was explanted on (B)(6) 2013. This report is filed march 4, 2014.